Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It is possible that the device interacted with the challenging anatomy contributing to the reported stent dislodgement; however, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. B3, b6: estimated dates d4: the UDI is unknown as the part and lot numbers were not provided. Literature attachment "case report of the successful treatment of a rare complication of pulmonary vein stenting: atrial rupture and stent detachment".

Event description:
It was reported in a case study article that the patient presented with hemoptysis for four months. There was occlusion of the left pulmonary vein. A coronary stent and cardiac pacemaker were inserted 4 years prior. A procedure was performed on day 3 of admission and there was a cardiac rupture and a ventricular septal occluder was used to close the breach. On day 5 of admission, another procedure was performed to address the severe stenosis of the left upper and left lower pulmonary veins. Balloon pre-dilatation was performed and the 10x19 mm omnilink elite stent was deployed smoothly in the left upper pulmonary vein. The 10x19 mm omnilink elite stent intended for the left lower pulmonary vein detached from the delivery system and migrated to the left atrium. At this point, a 9x19 mm stent was deployed. A stiffened wire was advanced through the detached stent and a retrieval device was introduced to push the stent to the common iliac artery. Postoperative transthoracic echocardiography showed no abnormalities in the heart valves and the patient was discharged on the 7th day. Additional information can be found in the article "case report of the successful treatment of a rare complication of pulmonary vein stenting: atrial rupture and stent detachment".